Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an anterior and posterior mesh repair procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, on (B)(6) 2012, the mesh was identified along wound site in the posterior wall, though asymptomatic. On (B)(6) 2013, the patient underwent a partial mesh removal and there was no further mesh exposure since. Additional information has been requested.